Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient became hemodynamically unstable during the valve deployment, so the valve was quickly deployed at a low depth. Following deployment, echocardiography revealed mild regurgitation. Overnight following the procedure, the patient became hypotensive. Echocardiography was performed again and revealed severe regurgitation due to the deep valve implant. Subsequently, a non-medtronic valve was implanted valve-in-valve, and the regurgitation resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient became hemodynamically unstable during the valve deployment, so the valve was quickly deployed at a low depth. Following deployment, echocardiography revealed mild regurgitation. Overnight following the procedure, the patient became hypotensive. Echocardiography was performed again and revealed severe regurgitation due to the deep valve implant. Subsequently, a non-medtronic valve was implanted valve-in-valve, and the regurgitation resolved. No additional adverse patient effects were reported. Additional information was received that the regurgitation noted was paravalvular leak.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, lot #: 0012248118, ubd: 2026-04-30, UDI#: (B)(4) updated data: b5. H6. H11. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.